Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a week after implant that the right ventricular (rv) lead showed high thresholds and unable to capture heart at high output. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.